Event description:
Additional information was received indicating that the patient passed away. The primary cause of death was heart failure, the secondary causes of death were type 2 diabetes, frailty, and vascular dementia. There is no subsection or allegation that the passing of the patient was due to the rv lead or implanted system.

Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular lead. No intervention has been performed. The lead remains implanted and the patient was stable.